Event description:
Procedure type: right hemicolectomy/exploratory laparatomy. According to the reporter: the initial procedure was performed in 2007. The fascia was closed with the suture. The patient had a coughing spell two months later, in the evening and felt a tearing sensation. The patient then returned to the or for wound exploration eviceration. A 7cm length skin incision opening was noted and abdominal viscera was obvious. A re-operation was then performed.

Manufacturer narrative:
Initial report sent: 12/19/2007.